Event description:
They reported that the blood entering the oxygenator had a pco2 of 45 but was exiting with a pco2 of 40.3 in spite of having the sweep gas at 10 lpm. The decision was made not to exchange the circuit. No harm to the patient. (B)(4).

Manufacturer narrative:
The getinge laboratory received the sample on 2019-07-29. The investigation has been performed by the laboratory on (B)(6)2019. In the course of the visual inspection clots were detected. During the leak test according to lv 201 a leak was found in the oxygenator from the blood side to the gas side. Thus the failure could be confirmed. The most probable root cause could not be determined. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Internal ref. #: (B)(4), onesupport: 53656.